Event description:
The physician was treating a patient with extreme vessel tortuosity. A vessel dissection was noted where the merci balloon guide catheter was used. The vessel dissection was not treated. The physician felt that the incident did not impact the patient's clinical outcome.

Manufacturer narrative:
Because the device was not returned to concentric medical, a completed investigation could not be performed. The manufacturing records for merci balloon guide catheter 8f devices that were shipped to the site, lot numbers 32284, 32313, 32322, 32338, 32367, 32427, and 32507, were reviewed and no anomalies were found that are related to this complaint. The merci balloon guide catheter instructions for use indicates vessel dissection is a possible complication.